Event description:
It was reported that following total hip arthroplasty in 2003, post-operative radiographs detected presence of foreign body determined to be fragment from insertion instrument. No additional surgery has been scheduled to date.